Manufacturer narrative:
Correction: please retract this report 2017865-2021-34020. The physician does not allege that the reported infection was related to these products or a product-related procedure, and the system was explanted prophylactically.

Event description:
It was reported that the patient presented with an infection. The implantable cardioverter-defibrillator (ICD) was explanted. The patient was stable throughout.